Manufacturer narrative:
Emergency sternotomy revealed a cardiac tamponade compressing the heart. Drainage was performed, heart motion resumed, and blood pressure recovered. Perforation of the middle cardiac vein was observed and attributed to the catheter. Perforation was sutured. The physician wanted to perform ablation on the repaired middle cardiac vein, as it was previously identified as an ablation target. Impedance maximum cut-off was turned off, as it would be high during ablation. Ablation was performed with 5-6 radiofrequency applications. It was noted that 3 steam pops occurred. Patient was reported to be in critical but stable condition at that point. Patient required extended hospitalization as a result of the adverse event, as they were in critical condition and recovering from the emergency sternotomy. Patient outcome was initially worsened, as there were unspecified cerebral consequences. It was later reported that the patient died. Medical history includes an abnormal tissue condition. There were no other factors cited that may have contributed to the adverse events. The physician¿s opinion regarding the cause of the adverse events is that they were procedure and patient condition related. Transseptal puncture was not performed. Generator was set on power control mode at 40 watts. A total of 5-6 radiofrequency applications were performed. Irrigated catheter flow was set at 17 ml/min. Carto 3 system did not indicate to re-zero the catheter. Force visualization features, visitag stability parameters, additional visitag filters, and color options were not used. There were no errors reported on any bwi equipment during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: carto 3 system (model# m-4800-01 serial# (B)(4)). (B)(4) are related to the same incident.

Event description:
It was reported that a male patient underwent an ablation procedure for ventricular tachycardia (vt) with a thermocool® smarttouch® sf bi-directional nav catheter and a decanav¿ electrophysiology catheter and suffered a cardiac arrest (requiring cardiopulmonary resuscitation), cardiac tamponade (requiring pericardiocentesis and surgical intervention), cerebrovascular accident, and death. During mapping phase, the thermocool smarttouch bidirectional sf catheter was positioned in the right ventricle. The physician wanted to use the cartounivu module (to import and display fluoroscopic images to the carto 3 system). Cartounivu registration was performed and images were imported in right anterior oblique (rao) and left anterior oblique (lao) views. The decanav catheter was positioned in the coronary sinus (cs). The physician wanted to capture another fluoroscopic image, but a discrepancy of approximately 10 cm between the carto catheter image and the fluoroscopic image was noted. Cartounivu registration and importation of the rao and lao images were performed again and the discrepancy recurred. Cartounivu advanced tools were used to enable manual alignment of the fluoroscopic image with the carto catheter position. The decanav catheter was positioned in the middle cardiac vein to assess for tachycardia origin. Pacing was performed via decanav catheter electrodes 1-2. Post-pacing, the decanav catheter remained in the middle cardiac vein. During pericardial access for epicardial mapping, fluoroscopy revealed a lack of cardiac motion and an absent blood pressure. Pericardiocentesis was attempted and unsuccessful. With the catheters still positioned in the heart, cardiopulmonary resuscitation (CPR) was performed. The decanav catheter was removed minutes later. Patient was reported to be in critical condition at that time.